Event description:
Case #: (B)(4). Case subject: npi 8015 network configuration package account name: (B)(6) account #: 1005589 asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6). Contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: biomed need assistance on 8015 (B)(6), unable to configure network configuration package. Failure device type: failure problem type: failure mode: case resolution: we found out that the facility are not wireless, in order to not see the error 600.6835, resolution is to disable transfer network configuration and transfer data file.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 09nov2016 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. Customer stated there is no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 09nov2016 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. Customer stated there is no patient involvement.

Event description:
(B)(6). Case description: biomed need assistance on 8015 sn (B)(4), unable to configure network configuration package. Failure device type: failure problem type: failure mode: case resolution: we found out that the facility are not wireless, in order to not see the error 600.6835, resolution is to disable transfer network configuration and transfer data file.